Event description:
It was reported by the customer that a bd pyxis¿ es refrigerator was not opening. The customer reported that users were unable to remove medications from fridge while attempting to issue medication to a patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the fridge was not opening due to failed storage space. A technical support specialist performed a storage space recovery to resolve the issue. The technical support specialist logged in to the station, from the home screen selected recover storage space, selected the failed storage space then clicked to start. The system functioned as intended after the technical support specialist investigated the device.